Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that the equipment displayed a system message during a vitrectomy. The equipment was unable to perform the function of gas fluid exchange. The procedure was completed following a delay greater than 15 mins to reboot the equipment. There was no harm to the pt.